Event description:
It was reported that the patient presented to the physician three months ago regarding this inflatable penile prosthesis (ipp) due to the device no longer working as a result of the pump not filling. Diagnostic imaging showed that the reservoir was empty. The ipp remains implanted and active.